Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 70-75% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm quantum maverick balloon with multiple inflations. A 2.5x8mm quantum maverick balloon along with a 3.0x9mm non bsc balloon were also used to predilate the lesion. The 2.75x28mm taxus liberte stent was then advanced to the lad, but was unable to cross the lesion. The physician inserted a pt choice guide wire for support, but the taxus liberte device was still unable to cross the lesion. While attempting to remove the stent delivery system (sds), the physician experienced withdrawal difficulties and the stent dislodged from the sds. The stent could not be seen in the coronary circulation. The location of the stent is unk. Three non bsc stents, sizes 2.75x15mm, 3.0x28mm, and 3.0x18mm were successfully deployed in the lad and were post dilated with a 3.5x9mm non bsc balloon along with a 4.0x8mm quantum maverick balloon. The procedure was completed and the pt remained hemodynamically stable throughout with no further pt complications reported.